Manufacturer narrative:
Although requested, medical records and device serial number were not provided.field service investigation was not performed and no parts were returned for failure analysis investigation. During follow up, the initial reporter indicated that no malfunctions were alleged or found with any of the products used during the treatment. The 2008k2 machine was pulled from service and evaluated after the event by the facility biomedical technician. It was reported that no malfunction was found. The 2008k2 machine is back in service without issue. The system level review of the 2008k2 machine and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
The post market surveillance department has requested medical records and treatment sheets for this reported event but none have been provided to date. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
A voicemail was received in fresenius medical care renal therapies group's quality department reporting an event of a patient's cardiac arrest. The nurse left her telephone number and name but no other information was provided. A follow up telephone call was placed. Spoke with the charge registered nurse (charge rn) who confirmed an event of cardiac arrest resulting in patient death that occurred on (B)(6) 2015. According to the charge rn, the female patient was 2.5 hours into her hemodialysis treatment when she became unresponsive and hypotensive. Her blood was returned and cardiopulmonary resuscitation (CPR) was initiated. The automated external defibrillator (AED) pads were placed on the patient and it appeared to malfunction (non-fresenius product). She reported the AED would not recognize it was connected on the patient. CPR continued until emergency medical services arrived. It was continued as the patient was transported to the hospital where, the charge rn reports, the patient expired. Additionally, the charge rn stated the patient had an arteriovenous fistula surgery performed on (B)(6) 2015 and she appeared "groggy" prior to dialysis treatment and was vomiting. The charge rn attributed the symptoms to the surgery. No malfunctions were alleged or found with any of the products used during the treatment. The 2008k2 machine was pulled from service and evaluated after the event by the facility biomedical technician. No malfunction was found and the machine is back in service without issue.